Event description:
Device 1 of 3. Ref MFR. Reports#: 1627487-2014-23042, 1627487-2014-23044. The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt experienced discomfort at the ipg site. It was also reported the pt had a recent fall, as a result, she is experiencing positional stimulation. Additionally, the pt stated she is not receiving the same stimulation coverage as she once did and her stimulation changes when she moves her head. The pt is to follow-up with the physician as the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.